Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Off label use of device was coded only for formal reasons. Injection into the cheeks is no approved indication for radiesse in us. This is a consumer case and medical confirmation is pending. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment after case amendment performed on 11-feb-2026: follow-up created as a case amendment due to error in database causing duplication of the emdr number for FDA submission. Causality for the previously reported event remains unchanged as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us consumer and concerns a 41-year-old female patient (weight: 43 kg). Patient race was reported as white. The patient was injected with radiesse into the cheeks (off label use of device), on an unknown date. The lot number for radiesse was not reported. On (B)(6) 2025, after the radiesse injection, the patient experienced a vascular occlusion. The outcome of the event was unknown. Case amendment performed on 11-feb-2026: follow-up created as a case amendment due to error in database causing duplication of the emdr number for FDA submission.